Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate a biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stent did not open its flange, even though the positioning was correct and the bile duct was sufficiently dilated. To resolve this and complete the procedure, a second stent (wallflex fully covered) was placed in the middle of the initial stent. There were no patient complications reported as a result of this event at this time.

Manufacturer narrative:
Block d: updated common device name and pro code. Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an electrocautery-enhanced delivery system was received for analysis and the axios slider was found detached and damaged. Product analysis could not confirm the reported event of stent first flange failure to expand, this event could have been caused due to the physician's device manipulation during the procedure or related to a device malfunction. On the other hand, the additional damage found was most likely due to procedural factors such as lesion characteristics, handling of the device or the technique used by the physician. Additionally, the clinical observation could not be confirmed as it happened during the procedure and there is no objective evidence or descriptive conditions to establish the cause. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate a biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stent did not open its flange, even though the positioning was correct and the bile duct was sufficiently dilated. To resolve this and complete the procedure, a second stent (wallflex fuly covered) was placed in the middle of the initial stent. There were no patient complications reported as a result of this event at this time.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate a biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stent did not open its flange, even though the positioning was correct and the bile duct was sufficiently dilated. To resolve this and complete the procedure, a second stent (wallflex fuly covered) was placed in the middle of the initial stent. There were no patient complications reported as a result of this event at this time.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: an electrocautery-enhanced delivery system was received for analysis and the axios slider was found detached and damaged. Product analysis could not confirm the reported event of stent first flange failure to expand, this event could have been caused due to the physician's device manipulation during the procedure or related to a device malfunction. On the other hand, the additional damage found was most likely due to procedural factors such as lesion characteristics, handling of the device or the technique used by the physician. Additionally, the clinical observation could not be confirmed as it happened during the procedure and there is no objective evidence or descriptive conditions to establish the cause. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.